Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Part: 03.226.004, lot: 2417935, manufacturing site: bettlach, release to warehouse date: 27.nov.2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip is twisted and broken off, this thus confirming the complaint description. In addition, the instrument is in a good but used condition with impression marks and scratches all over, which is an indication of regular use through its 11 years of lifespan. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2417935. All relevant features are defined on the used drawing revisions of DHR of production lot 2417935. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Material 1.4123 is identified in coc and hardness is documented according to the specification. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error or/and that high applied mechanical force could have led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the removal surgery of va-lcp distal humerus plates. When the surgeon tried to remove the medial plate, he couldn't remove the most distal locking screw in question. He completed the surgery without removing the screw and the plate. During the surgery, the tips of the drivers (cannulated stardrive screwdriver shaft, t8 and screwdriver shaft stardrive, t8) broke. No further information is available. This complaint involves four (4) devices. This is 1 of 4 for report (B)(4).